Event description:
It was reported that the surgeon inserted an aa4203tf silicone plate lens with toric optic in 2007 and the len was explanted 12 days later because the patient developed diplopia. The incision was enlarged to remove the lens and another type of lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Evaluation: lens work order search. A work order search was conducted and there were no similar records found within the work order.